Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2015-04774 / 2016-01033 / 01034).

Event description:
It was reported a patient underwent a right shoulder hemiarthroplasty in 2015. Subsequently, patient underwent a revision procedure on (B)(6) 2016 due to instability. During the procedure, the head and taper adapter were removed and replaced. The patient underwent a second revision on (B)(6) 2016 due to dislocation. During the procedure, all components except the custom baseplate were removed and replaced.